Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: device is seen intact and biological tissue. Device patch with lot number: 2889667.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "hardness, pain, burning, 3-4 knots and rupture" and "textured devices." Device remains implanted.